Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia after dosing 3 units of insulin for a meal, but observed that blood glucose continued to rise and suspected not receiving the doses. The customer's blood glucose value at the time of the event was 500 mg/dl. The high blood glucose was accompanied by symptoms of thirst. The customer was treated with a manual injection. The event involved product mmt-105nnpkna. Troubleshooting was performed, and it was determined that no insulin exited the pen during initial priming attempts; after changing the insulin cartridge and repeating the priming process, insulin was successfully dispensed. The customer was advised to monitor the inpen, change the cartridge as needed, and follow up with their healthcare provider to review dose calculator settings. No further patient complications were reported. No product return is required for mmt-105nnpkna.